Event description:
It has been reported to philips that the equipment shut down. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that system equipment suddenly went off, because of electrical supply down. The review of log file shows power supply or ups malfunction. According to users, the system should not turn off because it has been backup by ups. Ups was installed by hospital and ups was repaired by hospital. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.